Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.0in a needle that did not retract correctly. The following information was provided by the initial reporter: 'needle did not retract correctly.'

Manufacturer narrative:
Address information was not provided, therefore, xx was used as a place holder. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.